Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and air bubble anomaly. The customer's blood glucose level at the time of incident was 556mg/dl. The customer attributes the highs to the air bubbles in the reservoir. The customer states the treated the high with bolus. The customer declined to troubleshoot the device and wanted the pump replaced. The customer was advised the pump would be replaced.